Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email high blood glucose and issues with the insulin pump. Customer's blood glucose level went as high as 600 mg/dl. Customer had been on antibiotics and felt they were having a cold. Customer's infusion set would kink at times but much less than in the past.